Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
It was reported the customer dropped the pump and the touch screen is now unresponsive. There was no impact to customer's blood glucose level.